Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 and 50 mg/dl. Customer also experienced 90 mg/dl. It was not stated that auto mode was used. The insulin pump will not be returned for analysis.